Event description:
"The product was given back, and it was returned to würselen. There was no other pump implanted. The pt. Was successfully weaned from the pump after the issue."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative an impella cp was inserted via femoral arterial access in a 76-year-old patient of unknown gender who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was receiving inotropic and vasopressor support at the time of device placement. During support in the intensive care unit, a red alarm was reported followed by a suction alarm indicating ¿impella stopped, motor current high.¿ device position was assessed and improved; however, waveform analysis demonstrated a discrepancy between left ventricular pressures and pressure support curves, with regular spikes noted in the motor current. Despite repositioning efforts, no further improvement was achieved. Cardiac support center consultation recommended pump exchange. The patient subsequently experienced thrombosis, and medical device removal was performed. Based on review of the available information, the reported suction alarms, pump stop, thrombosis, and device removal are consistent with known risks associated with cardiogenic shock, critical illness, anticoagulation considerations, and mechanical circulatory support. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the device and the reported patient event. The patient survived.

Manufacturer narrative:
Corrected information has been provided in h3. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Pump stop: there is potential that the pump stop reported could have been a result of the biomaterial observed on the returned product, but it could not be confirmed definitively without field data log review. Low pump flow: returned product did have biomaterial around the impeller and reproduced low pump flows. Based on these findings, the cause of the reported low pump flows was determined to most likely be biomaterial. Without returned product from the field, it could not be confirmed if it was an ingestion event.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.